Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the physician had difficulty pulling the tube through the stoma site due to 'a ridge' at the connection point of the transition zone where the pullwire meets the soft plastic portion. The physician did not make an incision, but attempted to pull the peg tube through the hole made by the trocar. The procedure was completed with this device. An hour post procedure, when the nurse was manipulating the peg, the site began to bleed. Upon inspection, the physician found an established clot at the site and treated it with epinephrine. The physician attributes the clot to the peg tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4).the complainant indicated that the device will not be returned for evaluation as the device remains implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.